Event description:
It was reported that during a nissen fundoplication, the cable on the fsw01 broke. The case was completed with a like device with no patient consequence. No further information is available.